Event description:
The lead was explanted after the patient's death, returned to the manufacturer, and subsequently tested out of specification. Review of public database verified patient's date of death as (B) (6) 2009. Follow up with the clinic did report, there was no indication as to any concerns regarding the device system prior to the patient's death and the cause of death was unknown to the clinic. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Event description:
The lead was explanted after the patient's death, returned to the manufacturer, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.